Manufacturer narrative:
Investigation summary: bd has been provided with photos and a sample for catalog 301947 lot 1809349 to investigate for this record. After visually examining the return sample through a microscope, bd concludes that a clog was produced because of excessive epoxy during the manufacturing process. As a result, bd was able to verify the reported issue. The cause of the problem was due to some problem in the assembly of the syringe where the cannula was not placed in the correct position into the hub and, therefore, the epoxy used to join both pieces blocked the cannula. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china plunger movement was difficult. This occurred on 5 occasions before use. The following information was provided by the initial reporter: when the nurse was preparing to use the syringe in the morning to prepare the prescription, she found that the syringe was unable to be used due to the high suction/propulsion resistance. Without connecting the needle, the syringe injection movement was normal. After connecting the needle, the resistance is very high. Because the clinical indication is that the drug has not been dispensed yet, so the temporary discharge is due to the obstruction of the needle mouth due to the thick suction solution, etc.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd (B)(4) plunger movement was difficult. This occurred on 5 occasions before use. The following information was provided by the initial reporter: when the nurse was preparing to use the syringe in the morning to prepare the prescription, she found that the syringe was unable to be used due to the high suction/propulsion resistance. Without connecting the needle, the syringe injection movement was normal. After connecting the needle, the resistance is very high. Because the clinical indication is that the drug has not been dispensed yet, so the temporary discharge is due to the obstruction of the needle mouth due to the thick suction solution, etc.